Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's blood glucose was running higher and when views reservoir still had 20u left in it but seems that it was not delivering the insulin it should. The device will not be returned for the analysis.